Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised due to pain and discomfort.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update 14 jul 2017: medical records received. In addition to what was previously alleged, pfs alleges metallosis, popping, trouble sleeping, limited physical activity, trouble standing and sitting for long periods of time. After review of the medical records for the medical reportability, patient had a metal-on-metal hip prosthesis and was revised due to painful right total hip replacement. Revision notes noted a clear yellow fluid and the capsule was noted to be markedly thickened. It was also stated in the medical records that patient had an elevated metal ions, however, there were no laboratory results provided. Product codes and lot numbers provided. Stem has been added for the reported high metal ions. This complaint was updated on jul 26, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.